Event description:
It was reported the customer stated that the lvp (large volume pump) module 8100 shut off in the emergency room (ER) (emergency room) when they tried to program it. This is all of the information that was given during the time of this report. No patient harm was reported.

Manufacturer narrative:
The customer¿s complaint of pump shut off was reproduced. ¿ review of the pcu error log showed psp charger fet error (120.4630.0) at 1:41 pm on the reported event date. ¿ review of the pcu event log showed approximately three (3) minutes after starting an infusion of guardrail drug alteplase (drugid=26) at a rate of 47.142 ml/hr (vtbi= 47.2 ml), the system alarmed central unit malfunction (120.4630). The error occurred after ac/dc power toggle. The user selected system shut off (soft key 14). ¿ inspection of the device showed no anomalies ¿ testing reproduced error 120.4630 ¿ engineering identified shorted q19 pins on the power supply board causing the recharge circuit jumping to 24vdc instead of 16vdc ¿ the event administration set was not returned for investigation. ¿ the system was being used for treatment purposes. The root cause of the customer¿s complaint of pump shut off was identified as short circuited component, q19 field effect transistor on the power supply board causing the recharge circuit jumping to 24vdc instead of 16vdc and resulting in 120.4630 battery voltage too high error. Inspection: the event administration set was not returned for investigation. Pcu sn (B)(6). The device was received in fair condition. The instrument seal was missing. Dried fluid was observed on the male iui dried fluid was observed on the female iui. The keypad trace was damaged during disassembly. Corrosion observed on the ground plate at the keypad ground screw battery was observed manufactured by third party (date code: november 28, 2016) log analysis results: the customer reported an event date of 19 february 2021. Review of the pcu error log showed psp charger fet error (120.4630.0) at 1:41 pm on the reported event date. Review of the pcu event log showed, the pcu was powered on at 1:38 pm on the reported event date; new patient and same profile were selected. At 1:38 pm, the lvp sn (B)(6) selected and programmed guardrail drug alteplase (drugid=26) at a rate of 47.142 ml/hr (vtbi= 47.2 ml). At 1:40 pm, the system was unplugged (ac power off). At 1:41 pm, the system was plugged in (ac power on) and alarmed central unit malfunction (120.4630) the user selected soft key 14 (system shut off) and the pcu was powered off. Test results: the returned system was plugged into ac power. A test infusion was programmed on the returned lvp and allowed to infuse for 24 hours. No alarms or errors were recorded. The system was unplugged from ac power; the display showed battery run time= 7.5 hours. Additional vtbi was programmed and the test infusion was restarted. The system recorded low battery warning before battery discharge. However, no ¿very low battery¿ alarm was recorded. No other alarms or errors were recorded. The system was charged and plugged into the power cycler. The power cycler was set to 1 minute on/ 1 minute off. The system reproduced alarm 120.4630. The suspect power supply board was removed from the pcu and inspected; no visual anomalies were observed. A known good power supply board was installed the system was charged and plugged into the power cycler. The power cycler was set to 1 minute on/ 1 minute off. The system was allowed to run for 24 hours. No alarms or errors were recorded. The suspect power supply board was sent to ops engineering for further investigation. Engineering found the battery charging voltage was reading 24vdc instead of 16vdc. No issues were found with u21 inputs/outputs. However, q19 was shorted pins 1 to 8. Engineering replaced q19 and tested unit overnight and there were no errors in the morning. When q19 is shorted the recharge circuit jumps to 24vdc instead of 16vdc and gives a 120.4630 battery voltage too high error. Test method information: n/a device history review: pcu sn (B)(6) a review of the device history record showed the device had a manufacture date of 10/12/2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device pcu sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source device pcu sn (B)(6) ID not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. The device has been received and an evaluation is pending.

Event description:
It was reported the customer stated that the lvp (large volume pump) module 8100 shut off in the ER (emergency room) when they tried to program it. This is all of the information that was given during the time of this report. No patient harm was reported.